Manufacturer narrative:
The returned device was evaluated and the investigation results did not observe any issues that would result in a failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system user guide: model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes: chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 596 mg/dl while wearing the pod between 4 and 24 hours on the leg. The patient was treated with 2 types of intravenous therapy of saline, a shot of insulin, and a shot of lantus (amount unknown). The patient also mentioned that he was in the hospital for 6 hours and that by the time he left he was at 260 mg/dl. He waited until he is with an endocrinologist to apply another pod he has just been doing manual injections.